Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 2.2, 3.3, 9.1 mmol/l. Patient did not experience any adverse events. No further information has been reported.